Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter. Pt was tested 3 times because doctor has been changing the coumadin dose and has not noticed any changes. After the third test, doctor sent pt to the hospital.